Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported the inability to see following an intraocular lens (iol) implant procedure. Following the procedure, he underwent additional surgeries and laser treatment. The consumer was also prescribed ocular medication. The customer reported that he cannot drive because he cannot see and his eyes hurt. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the right eye.